Manufacturer narrative:
Concomitant medical products: adsr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a second epicardial rv lead that also exhibited high thresholds. The second lead was capped. No further patient complications have been reported as a result of this event.